Manufacturer narrative:
D6b explant date provided. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella 5.5 was placed via and axillary graft site to support the 80 year old male patient who needed care escalated from an impella cp. The patient had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient had a known history of coronary artery disease; any other comorbidities are unknown. The pump was supporting while the patient was in the ICU on the 2nd day of support the patient underwent tee echo imaging and suffered oral bleeding that necessitated blood transfusion and holding the heparin anticoagulation. No change/drop in hematocrit or hemoglobin was noted. The pump remains on for support. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.